Event description:
(B)(4).

Manufacturer narrative:
Belimed technician evaluated the unit and found water leaking from the wash pump, either the shaft seals or casings, and from various hoses under the machine. Also noted were signs of corrosion and mold under the machine. The washer/disinfector is not maintained by belimed personnel.